Event description:
On (B)(6) 2012, a spontaneous report was received from a nurse practitioner (np) regarding an (B)(6) white female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included high blood pressure (diagnosed on an unk date, reported as "prior to receiving restylane-l") and a previous injection of restylane-l on (B)(6) 2010 to the nasolabial folds, perioral area, marionette lines, and upper lip. The pt's skin type was fitzpatrick ii. Concomitant medications included procardia (nifedipine) 90 mg once daily and vasotec (enalapril maleate) 20 mg once daily (start dates unk). The pt received a 2 ml injection of restylane-l from a 2 ml syringe on (B)(6) 2012 to the perioral area and nasolabial folds via an unk injection technique. The pt did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On (B)(6) 2012, the pt returned to the clinic later on the day of the injection and was evaluated by the injecting physician. The pt had complaints of extreme swelling around her mouth. The physician diagnosed the pt with angioedema and a hypersensitivity reaction. Treatment included benadryl (diphenhydramine) 25 mg at the clinic, and the pt was started on prednisone 40 mg once daily for 2 days, then 20 mg once daily for 2 days. The pt was further instructed to take benadryl 25 mg at bedtime that evening. No test or laboratory studies were performed. On (B)(6) 2012, the next day, the swelling was ongoing, but had improved. The np's opinion of causality was that the treatment caused the reported events. The np assessed the severity of the reported events as moderate. The lot number and expiration date for restylane-l were 11588 and 02/2014 respectively. Company comment: the event of hypersensitivity has been assessed as unassessable as no testing or laboratory studies were performed.